Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. Upon removal of the lead, a perforation occurred resulting in a pericardial window to drain the excess blood from the pericardium. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient had bradycardia episodes with possible syncope prior to the lead revision procedure. It was further noted that the physician suspected both the right atrial (ra) and right ventricular (rv) leads to be fractured.